Event description:
On monday (B)(6) 2012, a nurse had three huber needles that she was unable to pull the wings up to engage the safety mechanism after the infusion was completed. This same problem was found two more times that week with the same lot of product.

Manufacturer narrative:
Note: the clinician reported five occurrences of this product problem on one product incident report. Please reference the mdrs listed below for the additional occurrences: 2245270-2012-00018, 00020, 00021, 00022. Failed samples were not returned to vygon (B)(4), but the clinician did return unopened samples from the same lot of huber sets. Vygon is using these unopened samples as well as information from the clinician to perform an investigation. A follow-up MDR will be sent within thirty days of the completion of the investigation to provide additional information.